Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that motion batteries were replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure,when the imaging system is unplugged from a power outlet, the system would not keep charge for long time. Representative confirmed that the system has been charged overnight when the issue occurred. There was no patient present at the time of the issue.